Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
On (B)(6) 2018 the patient visited the ER at (B)(6) medical center due to pain from a retroperitoneal bleed per cta, with no obvious endoleak. The bleed was noted on the right side where the patient had a prior repair for iliac aneurysm. Patient was stable and brought to the or for an angiogram and possible repair. On angiogram an endoleak was not detected for the right or left side. Per the physician, passing a wire up through the iliac stents on the right side was challenging, and they noticed the overlap or transition between one of the overlapped iliac components was narrowed and "didn't look right," therefore, they ballooned the right iliac limb overlap and the procedure was completed successfully.